Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient went into ventricular fibrillation. The target lesion was 2cm in length, 95% stenotic and was located in the right coronary artery (rca). The physician used a 7fr introducer sheath and a prowater guide wire to access the lesion. The prowater guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed three runs at low speed with the oad. No complications were noted angiographically. During the fourth run at low speed, the patient status declined and the patient went into ventricular fibrillation. The physician was able to revive the patient via defibrillation. The oad was removed from the patient and the physician completed the procedure by deploying two stents in the rca. Requests for additional information have been made, but none has yet been received.